Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 23 colony forming units (cfus) of pseudomonas aeruginosa and citrobacter braakii at all channels. It also tested positive for 87 cfus at auxilliary channel, 85 cfus at operator suction channel, 8 cfus at air/water duct, and 7 cfus at operating channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.